Event description:
Patient was reported to have been found dead in her bed at home the day after having a programming session with the physician. The cause of death and autopsy report was reported to be pending completion. Per the patient's treating physician and surgeon, it was noted that the cause of death was not believed to be related to the device. As the cause of death is unknown, the physician current assessment cannot be confirmed. No other relevant information has been received to date.

Event description:
Further information was received from the patient¿s physician that per the autopsy report the cause of death was epilepsy - dystrophic changes of neurons of left parietal lobe, of left temporal lobe, dystrophic changes of brain stem neurons, brain edema, pulmonary edema and dystrophic changes of myocardial, dystrophic changes of hepar and kidneys.